Event description:
The manufacturer received information alleging trilogy 202 ventilator high oxygen flow error message occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes 290, 344 and 349 were found in the ventilator's downloaded error log. 344 and 349. The device alarmed "ventilator service required" at the bench run. The oxygen blending module pca will require replacement to address the issue. The device will be repaired when parts are back in stock.